Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2243072-2023-00120 was sent in error. This device is manufactured in a facility that does not manufacture devices for the us market. These devices are sold outside of the us and are not similar to bd devices registered or sold in the us. Therefore, this is exempt from from us FDA reporting requirements.

Event description:
It was reported that the bd neutraclear¿ 1-way pressure rated extension set leaked at the connection to the patient during use. The following information was provided by the initial reporter, translated from dutch: "I just see that this is the product we were indeed testing through other hospital. They had helped us out. I just checked with the emergency department. It has definitely been found to be good, but they notice in 1 out of 10 lines that there is a leakage at the luer lock. So not where the IV attaches but at the level of patient."

Event description:
It was reported that the bd neutraclear¿ 1-way pressure rated extension set leaked at the connection to the patient during use. The following information was provided by the initial reporter, translated from dutch: "I just see that this is the product we were indeed testing through other hospital. They had helped us out. I just checked with the emergency department. It has definitely been found to be good, but they notice in 1 out of 10 lines that there is a leakage at the luer lock. So not where the IV attaches but at the level of patient."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is cair. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed. And the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.